Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# unknown, product type: lead; product ID: 37082-40, serial# (B)(4), product type: extension; product ID: 37081-40, serial# (B)(4), product type: extension; product ID: 37081-40, serial# (B)(4), product type: extension; product ID: 3888-33, lot# va1a83f, implanted: (B)(6) 2017, product type: lead; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 3888-45, lot# 0211524982, implanted: (B)(6) 2017, product type: lead; product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Analysis of the implantable neurostimulator (s/n: (B)(4)) found with normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the longevity estimate was 7.64 months to eri and 10.64 months to eos. It was noted that eri occurred at 7.39 months ((B)(6) 2017 to (B)(6) 2017) and eos occurred at 9.66 months ((B)(6) 2017 to (B)(6) 2018). Based on the parameters received the ins experienced normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are : product ID: 3888-33, lot# va1a83f, implanted: (B)(6) 2017, product type: lead, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot# 0211524982, implanted: (B)(6) 2017, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was premature battery depletion. There were no known environmental/external/patient factors that may have led or contributed to the issue. The device was explanted and replaced. Interventions included changing the pile. The patient had two programs. Both programs were set at 5.1 volts, 210 ¿s, and 60 hz. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39565-30, serial# unknown, product type: lead; product ID: 37082-40, serial# (B)(4), product type: extension; product ID: 37081-40, serial# (B)(4), product type: extension; product ID: 37081-40, serial# (B)(4), product type: extension; product ID: 3888-33, lot# va1a83f, implanted: (B)(6) 2017, product type: lead; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 3888-45, lot# 0211524982, implanted: (B)(6) 2017, product type: lead; product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Analysis of the implantable neurostimulator (s/n: (B)(4)) found to be normal end of life where telemetry and output were okay. Analysis of the extension (s/n: (B)(4) & (B)(4)) found that the extension body was broken by overstress/damage. Fdc 67 pertains to the implantable neurostimulator (s/n: (B)(4)). Fdm 10 and fdr 213 pertain to the implantable neurostimulator (s/n: (B)(4)). Fdc 4315 pertains to the extension (s/n: (B)(4) & (B)(4)). Fdr 3252 pertain to the extension (s/n: (B)(4) & (B)(4)). If information is provided in the future, a supplemental report will be issued.